Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture diagnosed by MRI. The device has been explanted and replaced. This record relates to the right side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, deformation device, wear abrasion, red particles in the shell and creases fold. No other observation observed the unit is not rupture based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported rupture diagnosed by MRI. The device has been explanted and replaced. This record relates to the right side.